Event description:
It was reported that the user experienced recurrent low glucose readings after healthcare provider target changes, with a documented nadir of 53 mg/dl and brief hypoglycemic episodes treated with approximately 13 grams of oral carbohydrate. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities due to the low glucose events. Investigation included review of available device data and user reports. Investigation of this case revealed no device malfunction identified and that lows were self-treated promptly. It was concluded that the cause of hypoglycemia was unclear and medical attention was advised for clinical guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.